Manufacturer narrative:
Additional information: d6a, d6b, h4, h6. Correction: d9, h3. Device evaluation: follow-up report submitted to document device evaluation results. The reported event was confirmed based on the visual inspection of the returned plate and screws. The fracture analysis revealed low cycle fatigue, forced rupture, and secondary cracks on the plate and screws, caused by excessive bending forces and resulting high traction. Despite proper implantation and patient compliance, the failure was mechanical in nature, with no material or procedural defects identified. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that one year after the surgery, the cmrp plate was broken and splintered.